Event description:
The reporter did back to back blood glucose testing and got results of 111 and 374 mg/dl. Tests were done within 10 minutes, using separate finger sticks. There were no symptoms. Reporter stated that she believes high altitudes affect her readings. No harm alleged.